Manufacturer narrative:
Concomitant product(s): a 7120 lead, implanted: (B)(6)2010; a 5076 lead, implanted: (B)(6)2007. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the lv (left ventricular) pacing lead was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead impedance had risen and was described as high in any configuration involving the tip conductor. High thresholds were also reported. The configuration was adjusted to not include the tip conductor and impedance and thresholds returned to normal range. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.